Event description:
Adverse event(s): "no harm to patient" (no consequences or impact to patient). Product problem(s): "lint on drape" (foreign material present in device). The customer reported twisted fibers from the external cover of the drape can produce lint that can stick on gloves and surgical instruments. No pt impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).